Event description:
It was reported that the user was seeing dexcom g7 continuous glucose monitor (cgm) glucose readings on the dexcom app and apple watch but not on the ilet, and the agent guided the user to enter a blood glucose value on the ilet and to start the sensor within the ilet¿s dexcom menu, then enter the pairing code, after which readings appeared; this aligned with an incorrect or incomplete pairing procedure and involved no specific ilet component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.